Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure using pulse field ablation, a farawave was selected for use. During procedure, after 5 minutes of use, it was noted that the irrigation port was blocked, and catheter could not be irrigated. It was tried exchanging syringe, flushing with manual force and nothing worked. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
During a procedure using pulse field ablation, a farawave was selected for use. During procedure, after 5 minutes of use, it was noted that the irrigation port was blocked, and catheter could not be irrigated. It was tried exchanging syringe, flushing with manual force and nothing worked. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.